Event description:
Customer reported an implant loss - implant rejected by the body. Could not reach the customer by (B)(6) 2026; on leave due to the second side of the cf, regarding the date and region of the implant placement.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.